Event description:
The advocate alleged the customer had been receiving high glucose readings using her contour meter. He alleged the customer was hospitalized for 10-11 days as a result of the higher readings. The advocate was unable to provide any other info about the event. While troubleshooting, the advocate performed control tests and received results of 531 and 518 mg/dl. The normal control range was 102-141 mg/dl. The advocate returned the customer's test strips for eval. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned test strips and found them to read an average of 78 mg/dl high, out of specification. Results were satisfactory using iqa reference reagent.